Event description:
It was reported that the patient experienced a serious inflammatory process expanding in the penis and testicles with an inflatable penile prosthesis (ipp). An ultrasound was performed in which air was observed in the pump as well as free liquid around the component indicative of a device fracture. A surgical procedure to replace the device was requested.